Manufacturer narrative:
The investigation is ongoing pending additional information requested of the field. If additional information becomes available, this report will be updated. Reference: omaygenc mo, karaca io, cakal b, kilicaslan f. Case images: a totally extruded pacemaker. Turk kardiyol dern ars. 2015; 43(4).

Event description:
Boston scientific received information that the patient with this pacemaker system was seen in an out-patient clinic for total extrusion of the pacemaker and leads from the axillary region. There were no signs of infection. The device was examined at the clinic and was performing well with acceptable thresholds, sensing and impedance measurements. An x-ray was taken which showed that both leads were dislocated from the original position. Acute phase reactants were within normal limits. The patient was treated with antibiotics and subsequent explant of the system was performed. A temporary pacemaker and lead were used for four days until full cultures were confirmed negative for infection. A new pacemaker system was implanted on the contralateral side.